Manufacturer narrative:
The device will not be returning to the MFR for eval, as the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the pt was non compliant with her medications and developed a suspected thrombus in her lvad. The decision was made not to replace the pt's lvad. The pt expired.